Event description:
Report 2 of 3. It was reported that while using the bd bactec¿ peds plus¿/ f culture vials (plastic) that a candida tropicalis was detected in a sepsis panel (blood culture bottle lot: 3145901, blood culture bottle expiration date: 02/26/2024, biofire bcid2 panel lot: 318023) following the protocol, the gram of the blood culture done was reviewed. By microbiology and the gram made by molecular biology, in neither of them were yeasts or blastoconidia observed, therefore the examination is validated without the detection of c. Tropicalis. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary catalog: 442020. Batch no.: 3145901. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Manufacturer narrative:
E.1: initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 3. It was reported that while using the bd bactec¿ peds plus¿/ f culture vials (plastic) that a candida tropicalis was detected in a sepsis panel (blood culture bottle lot: 3145901, blood culture bottle expiration date: 02/26/2024, biofire bcid2 panel lot: 318023) following the protocol, the gram of the blood culture done was reviewed. By microbiology and the gram made by molecular biology, in neither of them were yeasts or blastoconidia observed, therefore the examination is validated without the detection of c. Tropicalis. No patient impact reported.